Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient reprocessing. The report of the forceps elevator wire being cut was confirmed. The wire was completely cut off due to handling issues. In addition, the adhesive around the objective lens was worn, the adhesive on the bending section cover was detached, the bending section cover was discolored and slack, the coating on the connecting tube was peeling, angulation in the down direction did not meet standard due to wear on the angle wire, there was play in the right/left knob due to wear of the angle wire, the forceps raising angle did not meet standard and the forceps did not rise up at all due to the forceps elevator wire being cut, the plastic distal end cover was dirty, the adhesive around the light guide lens was discolored, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator wire on the endoscope was cut. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in instructions for use (IFU) was not completely conducted due to failure of the subject device resulting, the foreign material remaining on forceps elevator and around there. The event can be prevented by following the IFU which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.